Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l3 osteoporotic compression fracture due to vehicle accident; and underwent balloon kyphoplasty at l3. Intra-op, after gaining bipedicular access, both the balloons were inflated simultaneously. During inflation, the balloon ruptured at 270 psi. Volume prior to rupture was 4 cc. The patient was not allergic to contrast media. No patient complications were reported due to this event.